Event description:
It was reported that a new dexcom g7 sensor paired to the dexcom app but failed to pair with the ilet, resulting in intermittent communication failure and an interoperability issue affecting the electrical/magnetic antenna component, and the user transitioned from the ilet to subcutaneous insulin injections for the night while manually entering blood glucose into the ilet. Symptoms included hyperglycemia with a fingerstick blood glucose peak reported as over 600 mg/dl and no associated clinical symptoms. Outcomes included a delay to therapy and a minor illness/impairment, and unexpected medical intervention due to the hyperglycemia. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with communication failure between the g7 and the ilet, linked to the device¿s electrical/magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.